Manufacturer narrative:
The patient's age at time of event or dob and weight are unknown. This information was not available from the facility. Upon removal of the angiosculpt device, the patient experienced pain below the knee that was possibly caused by a clot. Additional intervention was required to treat the patient. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. (B)(4). Product was not returned for evaluation, thus no investigation was performed. Per the IFU, embolism is listed as a possible adverse effect of the procedure.

Event description:
After ballooning in the sfa lesion, the catheter was removed, but something like intima or body tissue got tangled in the catheter. A clot or something had spread down below the knee causing pain in the patient's leg. It was aspirated by using a suction catheter and the vessel was dilated by a balloon catheter. The patient is in stable condition. No resistance was felt during removal and no damage was observed on the catheter.